Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon palpated the system, but did not get any active response of more electrical sensation in the patient's body. Electrode lead testing of each contact was also performed. The stimulation amplitude was reduced to less than 1.5 v and reprogramming of the lead configuration was performed. The new settings are c+,1-,2- at 1.0 v, 60 usec pw, and 130 hz. The event resolved after changing the settings. The patient received good help with their essential tremor without any pain from the leg. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. The patient experienced a weird, electricity sensation in their right leg after cardioversion. It was noted the patient was heart converted three times after implant. The patient was implanted in the left in the ventral intermediate (vim) nucleus. There were no falls associated with the issue. An impedance check showed all impedances were in range as of (B)(6) 2018. The ins was programmed to 1+, 2-, 3+ at 2.7 v amplitude; 90 microsecond pulsewidth; and 130 hz. Group impedance was 546 ohms at 4.815 milliamperes. The patient underwent back surgery in (B)(6) 2017; however, as the cardioversion occurred in (/b)(6), it seems unlikely that this contributed to the event. No further complications were reported/anticipated.